Manufacturer narrative:
Based upon the clinical findings, the reported type ib endoleak is confirmed. One day post implant, there was evidence to support: type ia endoleak, a left lumbar and mid anterior aorta type ii endoleak (probable inferior mesenteric); and, an type ib endoleak from the lcia, which might have been influenced by the poor stent position within the left common iliac artery and the close proximity to the internal iliac confluence (type ii endoleak). The type iiia endoleak could not be confirmed; there was adequate (unchanged) overlap with sufficient stent in stent opposition. A manufacturing record review was performed, and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined based on the available information. However, product use might have been incongruent with the IFU due to the short aortic neck of approximately 5 mm as observed on the CT scan one day post implant. At implant, the suprarenal cuff was intentionally deployed above the renal arteries, and pull down into position; this technique was not congruent with the IFU instructions for deployment, and might have contributed to the eventual, acute type ia endoleak. Cautionary product use conditions that might have contributed to this event included multiple, large patent lumbar arteries, and a patent inferior mesenteric artery. Patient factors that might have contributed to this event included the use of antiplatelet therapy. Additional device: model a34-34/c80-o20 v lot:1342236-005 rel. Date: 06/03/2015 exp. Date: 5/14/2018. (B)(4).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated and a suprarenal. Reportedly, a computed tomography was done the day after the initial implant, and revealed two endoleaks .the patient was found to have a type 3a and a distal endoleak. Physician elected to seal the endoleaks by implanting two infrarenals aortic extensions and a limb extension. No patient injury reported.